Event description:
The device display indicated a visible air in line message, with no reported audible alarm. The event occurred during set up, prior to patient use. There were no reports of any adverse patient events while the device was in clinical use.